Event description:
A report was received that following an implant procedure, the patient's incision at the battery site was healing more slowly. It was noted that the patient still had a scab and she was about three to four months out of surgery.

Manufacturer narrative:
Additional information was received that the patient's scs device was working well without any further concerns. No further course of action at this time.

Event description:
A report was received that following an implant procedure, the patient¿s incision at the battery site was healing more slowly. It was noted that the patient still had a scab and she was about three to four months out of surgery.